Event description:
It was reported that the device was unable to be interrogated despite several attempts. The device was replaced. The patient was stable prior and post procedure without adverse event.

Manufacturer narrative:
The reported field event of no communication was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.